Manufacturer narrative:
Additional information: a1, a2, a3, d4, d6a, d6b and h4.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high impedance, failure to capture due to a fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.